Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of effect on the left side following a fall 6 months ago. It was noted that one of the leads was damaged. Further information was requested.